Event description:
Reportedly, while performing a bone marrow biopsy, the acquisition cradle could not be advanced through the biopsy needle. When the biopsy needle was removed from the patient, the shepherd's hook needle also could not be advanced, reportedly, due to an obstruction in the needle. As a result, a new biopsy needle was obtained and another biopsy had to be done to get the sample.